Event description:
It was reported that a patient underwent a tlif procedure at l5-s1. At an unknown time post-operatively, it was discovered that a screw was broken. The patient underwent a revision surgery to replace the broken screw. The patient is said to be doing fine. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray received shows an l5-s1 pedicle construct and capstone cage. S1 screw is broken below the tulip. Screw shafts are in good position. A review of the device history records for this device was not possible without additional device information.